Event description:
The total amount of basal and bolus delivery did not correspond with the amount of insulin physically remaining in the reservoir. It appeared that there were approx 15 units of insulin unaccounted for. The customer filled her reservoir with 140 units of insulin on the day prior to the report. At the time of the report, there were only 68 units of insulin remaining. The customer was disconnected during priming. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.